Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the piece of the barrel clamp head broken off. Event log history was performed and indicated that there was plunger not in place alarm recorded in history. During analysis, the reported problem was able to be duplicated. It was noted that after checking alarm history, noticed the alarm occurred when the plunger head was tight against the pump, one of the flippers was up resting on the ear clip. There was a piece broken off the barrel clamp head. Service replaced left plunger case and reset the timing plates in the plunger head, replaced damaged barrel clamp head to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be design.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited plunger lever errors and had a chip in the barrel clamp. No adverse effects were reported.